Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer stated, the numbers were scrolling. The customer also reported receiving a few failed battery alarm and low battery alerts. The customer's blood glucose level was 116 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
The device had an intermittent button response and a button error alarm due to a corroded keypad. The insulin pump was received with normal operating currents, no unexpected failed battery test, and no low battery alarm during testing. There was no numbers scrolling or running up during testing. The device had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.